Event description:
It was reported that patient experienced extracardiac stimulation due to right ventricular (rv) lead pacing over 3v. The lead was reprogrammed to 2v and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant device: 5076 implantable pacing lead (B)(6) 2013; 4296 implantable pacing lead (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.